Manufacturer narrative:
A user facility reported, "bovie would not work." The device was requested for return, but it was not received. A supplier notification letter (snl) was issued to the supplier of the bovie. No inventory was able to be inspected as the lafollette branch plant has closed and no inventory is available or being made. Root cause: because this manufacturing facility has closed and no issues have been identified within the review, the root cause cannot be determined. Corrective and preventive actions: because no root cause was able to be determined, no corrective or preventive actions have been taken. Deroyal will continue to monitor for issues around this item and issue. This investigation is complete at this time. No further information is available at this time. We will provide follow up report if additional information becomes available.

Event description:
A user facility reported, "bovie would not work."